Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during training the trainer programmed a reminder on the customer's insulin pump for medication and the customer does not want that reminder. Assistance was provided with programming reminders and disabling the medication alert. The customer does not use the sensors, so the  sensor feature was turned off.  The customer's blood glucose was 115 mg/dl the morning of the phone call. The customer also stated that they were having issues with some infusion sets, the customer stated that they put in a new infusion set before going to bed and woke up with an elevated blood glucose of 400 mg/dl. The customer stated that there was 30 units of insulin in the infusion set tubing, but no drops came out. Troubleshooting was performed and it was determined that there was an occlusion in the infusion set.